Event description:
Procedure type: stress ui/pelvic organ prolapse. According to the reporter: it was reported by the pt's attorney that as a result of having the product implanted, the pt has experienced serious bodily injuries, extreme pain, erosion of internal bodily tissue, dyspareunia, painful scarring, permanent and bodily impairment, permanent physical deficits, sequelae, has required medical treatment and add'l surgery. Product was used for therapeutic treatment.

Manufacturer narrative:
(B)(4). Covidien is submitting this report on behalf of (B)(4), (importer).